Manufacturer narrative:
Device received with broken battery tube thread noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No failed battery test alarm were noted. No delivery alarm, back light and rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky or hard to press, motor was louder than usual while rewinding, haziness on screen, dimmed backlight, two cracks on insulin pump by the battery compartment, battery life was 7 days, insulin pump rejects new batteries and had random unexplained no delivery alarm. Customer's blood glucose value was unknown. Customer declined helpline portal. The devices will not be returned for analysis.